Event description:
A caller reported an error with their continuous glucose monitor. A cgm error 42 was indicated, but after resetting the pump, the error did not reappear. The customer successfully started a new sensor session, and no adverse impact to the customer¿s blood glucose level was reported.